Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon believes that the aortic cutter on the heartstring iii tore the aorta during the aortotomy. It was able to be stitched in as part of the aortotomy/anastomosis. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).